Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with a heart rate in the range of 40 to 50 beats per minute. Upon interrogation, the pulse generator exhibited to be operating in backup vvi mode. The device could not be restored due to battery depletion. It was noted that the device had not been checked in the last year and that prior data was unavailable. The device was explanted and replaced. The patients heart rate returned to normal following the procedure.